Event description:
It was reported by the regional manager that the account was using a substitute product, as their usual kit (B) (4) is on back order. The kit they normally use has a double twist lock adaptor that lock down on the multi-lumen access catheter (mac) and also on the thermodilution catheter they run through the mac. The substitution had a tuohy-borst adaptor which clamps around the thermodilution catheter to prevent it from moving in or out of the mac catheter. At the time the substitution was made, the sales representative made the purchasing department aware of the differences in the two kits. The physician stated, they had a patient where the thermodilution catheter advanced into the patient and apparently the tuohy-borst adaptor was not tightly locked on the catheter. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.